Manufacturer narrative:
An event was obtained from a publication for pleural effusion, regurgitation and the patient "became anorexic" four years following a bentall procedure. The results of the device investigation are inconclusive since the device was not returned for analysis. Based on the information received, the most plausible cause of the reported incident was fusion of the valve secondary to the prior bentall procedure which resulted in valve dysfunction as at explant fusion was noted. A smaller, 16mm valve was implanted.

Event description:
The following information was obtained from the abstract journal of complex cardiovascular therapeutics 2018 (ID# 1812w2-007h). A (B)(6) male with a history of chest pain and intellectual disability due to minamata disease. The patient had undergone a bentall procedure and mitral valve replacement performed for annuloaortic ectasia and mitral regurgitation where a 25mm epic valve and a 25mm non-abbott valve were implanted in (B)(6) 2013. On the fourth postoperative year, the patient became anorexic and hospitalized. X-ray revealed pleural effusion. The echocardiography revealed massive aortic incompetence due to functional failure of the valve which was considered due to severe fusion which occurred secondary to the prior bentall procedure. Redo avr was performed and during the procedure, the 25m epic valve was difficult to explant due to severe fusion around the base of the aorta. The leaflets were excised and a ats 16 mm was implanted within the remaining epic valve. The duration of procedure was 7 hours 34 minutes. After the procedure, rehabilitation was carried out, and the patient was transferred to a rehabilitation hospital 50 days later.